Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial threshold increased to 6.5 v. The atrial lead was explanted and replaced.